Event description:
Event description boston scientific cardiac rhythm management (crm) received information that this implantable cardioverter defibrillator (ICD) exhibited noise on the ventricular rate/sense and shocking channel that led to inhibition of pacing in this pacemaker dependent patient. The noise could not be reproduced with deep breath, valsalva, isometrics or pocket manipulation. No adverse patient effects were reported.